Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to code her onetouch ultra meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time not specified). The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the reported issue. At an unknown time later, the patient reportedly developed symptoms of shaking, nausea, and fatigue. The patient denied testing her blood glucose with another device. At an unspecified time later (on (B)(6) 2011) the patient reportedly administered an unspecified increase dose of insulin. During troubleshooting, the csr guided the patient through changing the subject meter's code number and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.